Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, near the end of the procedure, the tissue pad burned completely off the clamp arm. The tissue pad was retrieved. A second device was not needed to complete the procedure. There were no patient consequences reported.